Event description:
On (B)(6) 2011, gamma3 long nail operation was performed. On (B)(6) 2012, the distal screw broke without clear cause. On (B)(6) 2012, the nail was broke without the clear cause. The fracture seems to be non union. On (B)(6) 2012, revision will be performed. The patient has epilepsy. But it has not influenced this case.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Same patient as MDR 9610622-2012-00320 and 9610622-2012-00321.